Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was unable to open. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie pockets were missing in the med application configuration. A field service engineer replaced the half-height cubie bus module and drawer controller boards, reseated the row board cable connections, cubie trays, and pockets. However, the issue persisted. The fse then replaced the half-height cubie drawer with a new one from another storage location and moved all cubie pockets to the new drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.